Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process air/water-cylinder has foreign objects, due to a cut on switch button 2 and 3 water tightness is lost, grip has a scratch, air/water cylinder has discoloration, suction cylinder has discoloration, due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained, due to wear of the angle wire, bending angle in the up direction does not meet specification, connecting tube has a scratch, and universal cord has a scratch. . The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water cylinder has foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.